Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the mouthpiece pin at the connector unit (identified within the device as the "el" connector). The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that the nozzle was clogged with foreign material. In addition the device evaluation found a leak at the electrical connector unit and mouthpiece pin, the insertion part at nozzle was clogged, the insertion part at the distal end, charged coupled device unit, and lens glue was chipped, the insertion part at the distal end and plastic distal end cover was dented, the a-rubber (bending section cover) glue was separated and had sunken folds. The bending section was distorted, crushed, and had sunken folds. The connecting tube had a scratch. The control unit and grip unit were discolored and scratched. The suction cylinder nut painting peeled off. The switch box and section were discolored. The universal cord was scratched. The air/water, suction auxiliary and ground ports were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope was returned for evaluation. During the device evaluation, a clogged nozzle with a foreign material of an unknown origin. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.